Event description:
It was reported to the manufacturer that there was thrombosis with in the conduit/valve post operatively. The patient was having an aortic root replacement. The patient returned from initial operation and had some problems with bleeding. The patient settled with products. A few hours later the patient had a sudden drop in blood pressure not responsive to initial attempts to restore pressure and then proceeded to have a pea arrest. Chest was opened and placed on bypass. Due to his ECG changes the surgeon decided to open the ascending aorta and inspect the coronary buttons. He found a large clot in the left main stem orifice which he evacuated. The aorta was closed and an intra-aortic balloon pump was inserted and inotropic support was recommenced. He steadily improved and he was anticoagulated to prevent further clot formation. No devices were explanted.